Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition. Related vessel size was less than 5mm and while inserting the impella device the motor was not able to move above the artery bifurcation after many attempts and hence the impella procedure was aborted. D6.b. Explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30419.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
It was reported that implantation of an impella cp could not be complete as the pump was not able to move above the artery bifurcation. After many attempts, the impella procedure was aborted and percutaneous coronary intervention was completed without impella support. No harm was noted.

Manufacturer narrative:
Corrected information was provided in e4, g1 and h5. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the delivery issue was most likely patient condition related as the patient had calcified vessels and the pump was unable to pass through the artery bifurcation based on the provided clinical details, with no defects found in the returned pump.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 serial number and UDI number updated. D9 device return date added.